Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise, oversensing and inappropriate shocks. There was no therapy exhaustion. It was noted the lead was dislodged. A surgical revision was performed and the lead was repositioned. No additional adverse patient effects were reported. The lead remains in service.